Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received battery failed alarm and pump error. Customer's blood glucose value was 109 mg/dl at the time of the incident. The customer was assisted with troubleshooting and battery failed alarm kept recurring. Customer will not return the device for analysis.